Event description:
The pt's peritoneal dialysis nurse provided treatment records with pt fill/drain volumes. The pt experienced a drain volume of 4712 ml in drain 5 which was 188% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
This MDR includes all event info received to date. Currently, the investigation is pending. A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 2937457-2014-00431.